Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the rep was with the patient and there was a report of loss of communication with the ins the night after implant. Currently the ins was discharged. The rep attempted to recharge and received the passive recharge screen, which then went to no device found, spins and then went to passive recharge screen again. Pss instructed rep to perform another 10 minutes of passive recharge. Recharging may be difficult due to bandaging and swelling. The rep reported the ins was full at time of implant and patient settings were not enough to discharge ins within the time period of next appointment which was scheduled for friday, december 20th but patient was able to get in sooner. No device found screen/ screen 16 was seen on the controller. Additional information was received. It was reported that the controller went to the lock screen. Upon waking the controller, the screen 16, after selecting recharge went back to passive mode. At this time the rep indicated another 10 minutes was performed and the bandaging was only a tegaderm. An attempt to disable and re-enable ins was made but showed no device found. The office was closing so patient was instructed to go h ome and recharge in passive mode. Rep stated the patient did multiple passive recharge yesterday and disabled/ re-enabled implant but nothing happened. When the patient got home and tried to recharge last night and even today as well, there was still no connection. Rep stated he held the rtm in the air and he go 83 and when recharger was over the implant he got 93. Ts suggested swapping out the rtm and getting patient into passive recharge mode again and even disable/ reenable again. Also to try a different controller and perhaps swapping the li battery to see if this would allow connection. The rep called back and stated they were seeing the patient again today and has a charged lithium ion battery, new controller and new recharger. Rep mentioned in pacu on day of implant, they were able to connect with the ins and patient made some adjustments with the controller on their drive home and it was later that night when trying to make an adjustment that they could not connect. Rep stated patient was on ld settings - 450 pw, 50 rate, 2 cathodes/1 anode and check energy showed around 7.5 - 9 days so ins shouldn't have depleted on day of implant caller confirmed ins and controller were at 100% at implant. Rep tried to communicate with ins with tablet on wednesday with no success; patient charged at home (passive recharge cycles) all night on wednesday. Tss reviewed to attempt disable/reenable twice in succession and if not successful, try replacement product, one item at a time to see if anything changes. Tss reviewed if nothing is successful replacement may be needed or to at least take ins out of pocket and again try to connect with external equipment to see if implant depth may have been the issue. Rep stated they've had colleagues who've had to disable/re-enable ins and this always resolved the issue - rep had no information about these events. The rep stated that he met with the patient. The rep reviewed information already reported in previous calls. Following the implant procedure on dec 11 the patient communicated with the ins and made an adjustment. Later the patient attempted to communicate with the ins the night of dec 11th but could not communicate and was not feeling parasthesia at that time. So based on the description from the patient the ins depleted. In office today, they attempted communication using the patient's system and they were not able to communicate. The rep attempted two disable and re-enable functions on the ins using the patient's external components. The rep indicated that they still did not get communication with the ins. The rep brought a different controller, recharger and lithium battery to the appointment today. The caller stated that he swapped out each component of the patient's system in an attempt to troubleshoot and identify a component that may be causing the communication problem. The rep indicated that they were still unable to communicate with the ins. The rep will attempt to charge with the patient and the rep indicated that they have already discussed the potential for a replacement. Additional information was received and it was decided to replace the ins. Rep indicated the ins worked for about 12 hours after implant and has not communicated since then indicating the ins just died. No further complications were reported/anticipated.

Event description:
Additional information was received from a hcp via a manufacturer representative on 2020-aug-11 reporting that the hcp did not recall if there were contributing factors that caused the event and did not recall if surgical tools were used during explant of the device. It was noted that surgical tools are not used during implants. No further complications were reported.

Manufacturer narrative:
H3: analysis of the ins found that a procedural related breach of the ins can occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #251802890:analysis information -- 2020-07-22 08:20:53 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.